Event description:
It was reported, the customer's mother found insulin in the reservoir compartment. The mother also stated, due to the leakage, her daughter's high glucose levels escalated.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.